Event description:
Customer alleged compact blood glucose monitoring test strip vials were not labeled. A review of the batch record by the german manufacturing site found that the test strips expire 2008/07. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; the customer returned the test strip drum, but did not return the vials. Replacement product was sent.